Manufacturer narrative:
Isi received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Initial inspection confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. No damage was found to the pulley or the proximal cable hole. The instrument could not be placed and driven on the in-house system due to its received condition. The root cause of the frayed grip cables is attributed to a component failure. Additionally, further visual inspection of the instrument identified several unrelated findings. Firstly, conductor wire insulation damage was identified. The insulation was lifted but no pieces were found to be missing. No signs of thermal damage were found. Instrument was subjected to electrical continuity test and passed. The root cause of the damaged conductor wire insulation is attributed to a component failure. Secondly, corrosion and contamination of the identification board were found after removal of the instrument housing. The root cause of the corroded/contaminated instrument identification board is attributed to mishandling and misuse likely due to improper cleaning and reprocessing techniques. Lastly, various scratch marks measuring approximately 0.098¿ to 0.217" with light material removed on the main tube were found. The scratches were not aligned with the tube axis. The root cause of the scratch marks or abrasions noted on the instrument main tube is typically attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the maryland bipolar forceps instrument (part # 470172-16, lot # n10200803 0123) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). Per logs, the instrument has no uses remaining. It was also confirmed that on the reported event date and system serial number the noted system serial number and the reported instrument were used during a pulmonary lobectomy surgical procedure performed. No procedure video or image was submitted to isi for review, no additional technical analysis was conducted. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because failure analysis of the maryland bipolar forceps instrument found conductor wire insulation damage with a passed electrical continuity test. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure, the maryland bipolar forceps instrument cable was damaged at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site; however, no additional information regarding the reported event was obtained.